Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus malaysia there was the possibility that the reported phenomenon was attributed to the unstable electrical contact due to the wear of the locking mechanism of the video connector socket by repeatedly long-term use because more than thirteen years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during laparoscopic appendicectomy procedure using the subject device, the endoscopic image of subject device was disappeared. The endoscopic image backed to normal after adjust the video plug of the camera head connected with subject device. The user stopped using the system including the subject, the procedure was completed using another system. There was no report of patient injury associated with this event.